Event description:
It was reported that during ventricular lead revision procedure, the atrial lead exhibited low impedance. Upon disconnecting the device, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.